Event description:
It was reported that this pacemaker was part of a system revision due to infection. According to reports, the patient has some brain issues. This device will soon be removed. There were no additional adverse patient effects reported.